Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported when using the bd pen needle 32g 4mm pro 14 bag 700 case jpx, the device experienced the cannula breaking off and pulling out. The following information was provided by the initial reporter. The customer stated: when detaching the pen needle from the pen after use, the needle npe was found onto the pen.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd pen needle 32g 4mm pro 14 bag 700 case jpx, the device experienced the cannula breaking off and pulling out. The following information was provided by the initial reporter. The customer stated: when detaching the pen needle from the pen after use, the needle npe was found onto the pen.